Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and customer's blood glucose (bg) was elevated (value not provided). Customer declined tandem technical support's (cts) offer to troubleshoot at the time of the report. Although multiple attempts were made by cts to obtain additional information, customer did not reply.